Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump battery was intermittently depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose level ranged from 104-140 mg/dl.